Event description:
The user reported that during preparation for cardiopulmonary bypass, the cannula connector used to connect the cannula to the extracorporeal circuit was 3/8" in diameter instead of the expected 1/4". The cannula was replaced and the procedure was completed without incident. There was no injury to the patient as a consequence of this event.

Manufacturer narrative:
The device was confirmed to have been built using a 3/8" rather than a 1/4" connector. A drawing used in the manufacturing process had inaccurately specified the use of the larger connector.